Event description:
A health care professional reported lens was damaged. The procedure was completed with a new lens. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).